Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The plastic piece broke off the bottom of the insert trial during trial reduction.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed the rim has broken. Significant scratching and gouging is apparent on the trial insert. This would indicate that the item has been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from norm use and servicing, the need for corrective action is not indicated. Monitor trends through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.